Event description:
Received a spontaneous email from the cnss - the pumps cadd ms3 serial numbers (B)(4) are malfunctioning; (B)(4) is flashing abnormally while (B)(4) alarmed with a screen indicating it needed to be serviced right after the screen said the pushrod was in the wrong position. Both pumps were not in use yet as pt is still using the hosp pump. Two new pumps are being shipped out for tomorrow. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Current pump working fine. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.